Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Additional information: "the patient underwent anl3-l5 fusion using rhbmp-2/acs, m8 instrumentation, and regeneration technologies tissue."

Event description:
"The patient underwent anl3-l5 fusion using rhbmp-2/acs, m8 instrumentation, and regeneration technologies tissue."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.